Event description:
It was reported that the system 9800 continued to fluoroscope after the control switch was released. The patient was not harmed by the event. All reported patient information has been recorded in section a above.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The fluoro control switch was replaced. The system was tested and found to be working as intended and placed back into service. It is unlikely for a patient to be injured due to the additional dose of radiation of such unwanted x-ray radiation in a normal condition. The dose of radiation is within the FDA regulatory control limits.